Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" cutting into the belt discharge wire. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends.   No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned in electrode belt during the investigation of a non-reportable death, when a reportable malfunction was found.